Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. During one of two dispense tests, the pump tested over specification (+/- 14.5%) for dispense accuracy. It was observed that while the pump was programmed to be stopped in the laboratory, fluid was able to bypass the rollers of the peristaltic pump-head (rotor). The rollers are intended to fully occlude the internal pump-tube while the pump-head rotates. This led to the pump dispensing more fluid than it was programmed for during bench testing. As per the logs, the pump administered baclofen with concentration 2 ,000.0 mcg/ml at a dose rate of 479.8 mcg/day as of (B)(6) 2023. The returned partial catheter consisted of the sutureless catheter connector and proximal segment. The catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. The catheter was patent and no leaking was seen during pressure testing. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0223157936 serial# implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) that had reported they had been observing the patient since the implantation of the baclofen pump on (B)(6) 2022. With a gradual increase in the residual volume of the drug in pump reservoir at each regular filling. The situation was corrected by increasing the dose, which allowed the patient good therapy for spasticity, but spasms started to appear stronger especially since the beginning of 2024. Due to the excessive of the residual volume in the pump reservoir, we first excluded problems with the intrathecal catheter (CT examination) and also with intraoperative catheter aspiration test (needle testing via the side port in the outpatient clinic was suspicious for catheter obstruction, so we decided to perform an intraoperative examination of pump). Due to the suspicion of a technical failure of the pump rotor (suspicion of too slow rotation of the drive system) we also performed a CT scan time-lapse imaging of the pump (rotor study) according to the manufacturer's protocol, which indicated that the pump rotor should rotate at the appropriate speed. Despite that, we observed at every outpatient visit even larger volumes of residual drug in the tank, we decided to replace the pump with a new one on (B)(6) 2024. The patient had problems with a more severe spasms before the pump was replaced, but he was not in any danger because of it. In fact, the procedure was not about a serious complication, but the pump could finally stop for an unknown reason at any time - in this case it could happen worsening of the patient's health condition. The patient's weight, age, and catheter implant date were provided.

Manufacturer narrative:
Updated eval conclusion code to f15 for the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot#(B)(6), partially explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-sep-2023, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving lioresal (baclofen) of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that there was a too much residual volume of the drug staying in the pump reservoir according to the expected clinician programmer tablet calculation. The patient was not receiving the amount of the drug as they should according to the programmed infusion. The pump was replaced. It was further reported that at the time of the pump replacement the neurosurgeon discovered something on the pump segment of the catheter which looked like the catheter layers fell apart. Only a part of a pump segment of the ascenda catheter had been explanted. The pump, pump connector, and an approximately 10 cm portion of the catheter (proximal /pump segment of catheter) were to be returned to the manufacturer for analyses. The issue was resolved. The patient was without injury as of (B)(6) 2024. Factors that may have led or contributed to the issue was indicated as unknown.